Event description:
It was reported that the bd syringe 50ml ll tip 1ml had leakage past the stopper. The following information was provided by the initial reporter: material # 309653. Batch # unknown. It was reported by customer that the fluid seeps into the gap within the stopper verbatim: rcc received a complaint via email. Email(s) attached. We had a question regarding the sterile syringe "anatomy." When drawing sterile fluid into a 50 ml sterile syringe (such as bd luer lok 50 ml sku 309653), if fluid seeps into the gap within the stopper (not past the stopper, but in the "valley" between the two ridges of the stopper that sits flush against the barrel), are the contents measured within the barrel still considered sterile (and useable for a patient)? Or should the entire syringe and contents be discarded?

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. It was reported the fluid seeps into the gap within the stopper. Due to the absence of a physical sample, photographic evidence, or lot number, our quality engineering team was unable to conduct a comprehensive investigation. Current quality controls are in place to identify such defects during the production process. Based on the limited investigation, the cause of the reported incident remains undetermined. Examination of the involved product may provide insights into the cause of the reported failure. Complaints regarding this device and the reported condition will continue to be monitored and analyzed. Our quality team regularly reviews collected data to identify emerging trends.